Event description:
The account alleges that a malfunctioning manifold may have been used during a coronary angiogram procedure on (B)(6) 2023 that resulted in an air embolus accidentally being injected into the patient's coronary artery. The patient's hemodynamics remained unstable throughout the case.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.